Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Device manufacture date: 04/06/2016 to 04/11/2016. Device evaluation: result - the bd complaint handling lab received two (2) bd 25 gax 5/8in 3ml integra syringe with needle cat# 305269 lot# 6081867. One (1) sample was sealed and the other sample was returned loose and without packaging. The samples were visually inspected and observed. The one (1) sealed sample had no defects or issues. On the other sample that was received loose, the top of the shield was broken off and needle was exposed. This is what caused the needle stick injury. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6081867. Conclusion - bd was able to confirm the customer's indicated failure. An absolute root cause for this incident was not determined.

Event description:
It was reported that the cap of the suspect device was defective. When the employee twisted the cap on the syringe prior to use, the tip came apart/broke and she poked her thumb. No interventions were reported.